Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument was found to have broken tip after dissecting and a backup instrument of the same type was used to continue the procedure. The procedure was completed with no report of patient injury. The permanent cautery spatula (pcs) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02-may-2022: the permanent cautery spatula instrument was inspected prior to use and had no issues. The customer confirmed that no fragment fell inside of the patient. Arcing was not observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Fa found the primary finding of could not reproduce - do not match complaint to be related to the customer reported complaint. Visual inspection was performed and no damage to the spatula tip was observed. No broken spatula tip was observed. An additional observation not reported by site was also identified. The permanent cautery spatula instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure. A review of the instrument log for the permanent cautery spatula instrument (part number 470184-13/ lot number n10180920-0008) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is a reportable malfunction due to the following: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.